Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the left anterior descending artery (lad). An unknown 2.25mm ion stent was implanted. Approximately (B)(6) post the stenting procedure, stent thrombosis was identified in the distal portion of the lad. Balloon inflations were performed to open and regained flow. The patient was not taking prescriptions. No further patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).